Manufacturer narrative:
Concomitant medical products: flexcath advance steerable sheath. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/64 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿predicting factors of transmural thermal injury after cryoballoon pulmonary vein isolation.¿ journal of interventional cardiac electrophysiology. 2019; 54(2):101-108. 10.1007/s10840-018-0454-8. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during the use of a cryoballoon ablation catheter system: there were nineteen patient who has trans-mural thermal injury (tti); including two (2) patients who experienced esophageal erosion; both of which ¿healed or disappeared¿ within one week post-procedure. There were also 17 patients who experienced gastric hypo-motility; all with unknown treatment/resolution. All patients were asymptomatic. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The status/disposition of the cryoablation system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.